Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion and death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this procedure.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. After collecting the geometry of the left atrium an ultrasound revealed blood in the pericardial space, for which a pericardiocentesis and surgical repair of the left atrium were performed to stabilize the patient. Post operatively, the patient went into ventricular fibrillation and, cardioversion was performed, but the regular rhythm was unable to be restored and the patient expired. There were no performance issues with any abbott device.